Event description:
The customer indicated that two false positive thyroid stimulating hormone (tsh) results were generated on an access 2 immunoassay system for one patient sample. Beckman coulter inc. Assessment of customer supplied patient data indicated that the initial tsh result was elevated and above the normal reference range of the assay. Upon auto reflex testing of the same sample, the repeat result was also elevated and above the normal reference range of the assay. The sample was tested a third time, and the results was lower, within the normal reference range of the assay and regarded as valid. The suspect tsh results were not reported outside of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. The sample was collected in a lithium heparin tube and was centrifuged at three thousand revolutions per minute for five minutes prior to testing. Quality control results were within customer established specifications prior to the event. Beckman coulter inc. Assessment of instrument assay performance data indicated that an instrument system check executed prior to the event met instrument specifications. There were no instrument event log messages generated in connection with this event. The customer provided additional patient results, however, no other assays or patient results were in question as part of this event. The reagent and calibrator lots associated with this event were 270032 and 218716 respectively.

Manufacturer narrative:
Service was not dispatched to the site as the customer declined service. The exact cause of the event is unknown and could not be determined.